Manufacturer narrative:
Device is not being returned for evaluaiton. If the device or additional information becomes available it will reported on a supplemental report. (B)(4): device not returned.

Event description:
It was reported that surgeon removed a gamma nail, lag screw, and distal screw. They cut out proximally into the acetabulum.

Manufacturer narrative:
Discrepancies in device history records of both u-blade lag screw set and nail kit were not found (lot codes corrected. The reported items were documented as faultless prior to distribution. Examination of the affected device was not possible as it was not returned for investigation (kept by hospital). As to outstanding products and as to missing information a further statement was not possible. The file will be closed formally and will be reviewed resp. Re-opened in case the items or substantive information becomes available.

Event description:
It was reported that surgeon removed a gamma nail, lag screw, and distal screw. They cut out proximally into the acetabulum.